Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the device serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of medical article "india¿s first transcatheter mitral valve implantation: mitralvalve-in-valve via transapical approach" authors a.b. Gopalamuru et al the following event was identified as pertaining to an edwards valve: in this case, a (B)(6) patient with a 29 mm edwards valve implanted in the mitral position underwent a valve in valve procedure after an implant duration of approximately nine (9) years due to degeneration leading to severe mitral regurgitation. A non-edwards transcatheter valve was implanted within the disabled edwards valve with no complication for the patient who was noted as to be discharged one week after the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.